Event description:
In this case an operator reported a flat panel detector (fpd) of a brightview xct camera was deployed, and the gantry was rotated in 180 degrees when the panel was seen to not have locked and impacted the spect detector. The field service engineer (fse) confirmed there was no harm to a patient, operator, or bystander as a result of this malfunction, nor was there a rescan or a re-injection of a patient. The trained operator ceased use and stowed the fpd and continued to use the camera without the x-ray functionality. The local help desk was contacted and a fse dispatched for investigation. The investigation showed the locking mechanism is bent and will not lock the panel when deployed.

Manufacturer narrative:
On (B)(4) 2014, it was reported to philips that on (B)(4) 2014 the flat panel came loose and hit a detector cover. When rotating, the panel does not lock and hits the detector. It does lock when stowed and does not become unlocked. The customer is able to use the brightview xct system, but cannot use the x-ray flat panel. The field service engineer (fse) arrived on site to evaluate the system. He removed the covers and found that the locking mechanism was bent and would not lock the flat panel when deployed. The fse locked the flat panel detector in the stowed position and instructed the operator not to use it until repairs were made. The affected part is the lock mechanism on the panel, used only to lock the panel when it is in deploy mode. Engineering confirmed that the broken shaft would not cause the flat panel to deploy from the stowed position in an uncommanded fashion. Investigation and tests performed by philips engineering determine the probable cause of the issue: when the flat panel is properly aligned during the production of a system, it should take a nominal value of 12 pounds (and+/- 2 pounds as a conservative estimate) to latch the flat panel detector into the deployed position. Under this loading scenario, the linkage shaft is subjected to stresses that are 16.8% of the ultimate strength of the material. If a handle takes significantly more than 12 pounds of force to latch the flat pane!, it is a good indication that the flat panel is not properly aligned and components of the linkage are not traveling smoothly. The probable root cause of this issue is mechanical misalignment of the flat panel detector. This would cause interference when trying to latch the flat pane! Into place. An operator of the system would experience this interference by the latch requiring more force to close than intended by the design. The increased force on the latch handle would place undue stress on the linkage, and in this case, was enough to cause it to fail. Failure of the linkage would mean the operator would not be able to lock the flat panel detector into place. Under normal loading scenarios, the linkage is not subjected to enough stress to cause it to fail. The fse replaced the shaft by ordering the full mechanical arm assembly because the shaft alone was not yet a field replacement unit (fru). Correction and removal# (B)(4) was submitted for this issue and included field safety notification ((B)(4)); this customer was confirmed to be on the units affected list to receive fsn (B)(4). Internal cross reference: (B)(4).